Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited an abrupt increased in superior vena cava (svc) coil impedance to a high/undefined level. In addition, the rv coil impedance had also increased. A fracture of the rv lead was suspected due to a clavicular crush. The rv lead was capped. An attempt to was made to implant a new rv lead on the left side; however, the patient¿s anatomy would not accommodate another lead. The left side pocket was abandoned and a new system was implanted on the right side. No patient complications have been reported as a result of this event.